Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.